Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 device touch screen was frozen, prior to use on a patient. There was no patient involvement.